Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 475-476 mg/dl with high ketone levels; cause was due to occlusions. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. The customer was hospitalized, and treated with intravenous saline and insulin fluids. Customer has not been released from the hospital at time of event. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer performed a supply change to resolve the issue. Multiple attempts were made to follow up with the customer regarding hospitalization details; however, no response from the customer was received.